Event description:
It was reported that a perforation occurred. In (B)(6) 2001, a greenfiled vena cava filter was implanted in a patient. In (B)(6) 2019, computed tomography (CT) revealed an inferior vena cava filter in place. Several of the struts extended beyond the lumen of the inferior vena cava. The most prominent strut extended medially to about the posterior aspect of the abdominal aorta.